Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device doesn't pass testing. There was no patient involvement. The efficia dfm100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model #861290.

Manufacturer narrative:
The bench repair engineer evaluated the device and confirmed that a technical alarm message "non-critical equipment failure" was caused by the failure of the processor pca. Philips sent part number and pricing for a replacement processor pca. No further evaluation is warranted at this time.